Manufacturer narrative:
The investigation determined the issue was caused by a misadjusted reagent probe. The field service engineer confirmed the analyzer was running back within specifications after correction. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with gluc3 glucose hk gen.3 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted with a glucose value of 16.83 mmol/l. The sample was repeated twice, resulting with values of 15.57 mmol/l and 5.45 mmol/l. The glucose reagent lot number was 444444. The reagent expiration date was requested, but not provided.